Event description:
It was reported that the patient had visited the emergency room (ER) with hypoglycemia on november 2nd. The patient's blood glucose (bg) levels declined to 40 mg/dl while wearing the pod. The duration of pod use was not specified. The customer reported that the dexcom sensor failed, due to which the dexcom app and omnipod app were not receiving sensor readings. The customer reported that they hand injected insulin without readings leading to low bg. Symptoms reported include disorientation and passing out. The patient was diagnosed with a bladder infection. The patient was treated with intravenous glucose and antibiotics. The patient was released from the ER the following day, november 3rd.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.4. Operating system: 18.7. Hardware: iphone17.3. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.